Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that intermittent occlusion alarms occurred. Multiple attempts were made by tandem technical support, however, no response was received. There was no reported adverse impact.